Event description:
It was reported: "dr. Said he was tightening a dome hole plug into a trident cup and the tip of the screw driver sheared off. He said, he could not easily remove the broken tip, so he left it insitu (in the dome hole plug which was seated in the trident cup)."

Manufacturer narrative:
An evaluation of the device can be performed as it was not returned to manufacturer. The lot code for the reported device is not available either. The scrub nurse thru the product out into the sharps container, and it was thought too dangerous to retrieve it from the sharps container. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.